Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error message occurred. Customer successfully reloaded the cartridge to address the event and insulin delivery was resumed. There was no impact to blood glucose.